Event description:
A pt reported blood glucose results of "131 mg/dl, 106 mg/dl, 74 mg/dl, and 107 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.